Event description:
It was reported that occlusion alarms occurred. As a result, the customer's blood glucose level reached a "high" reading, though the specific value was unknown. In response, the customer administered a correction injection using multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.